Event description:
The actual complaint sample was returned for eval. The tip was obviously separated from the shaft of the returned catheter. The failure location was at the end of the shaft. Approx. 5 mm of necking down was observed on the tip section. The distal end of the sample was sliced and minimal black tip material was adhered to the inner clear material. Ten retain samples (utilizing the same component lots) were returned and tensile testing showed that each sample pull tested above the post sterile specification of 3 lbs. Each sample showed necking down of the tip material, as did the complaint sample, or elongation for the catheters tested on the instron. Manufacturing operators have been informed of this complaint. Since the manufacture of this lot, retraining had taken place on mf170 stressing the importance of the placement of the catheter within the welder and also the measurement of the soft tip material as this is imperative to the positioning within the welder. Tooling drawing t-0089 of the welding template had been updated to include not only the "overlap" specifications for the 2 tubing components during welding, reference but also a template to place the loaded catheter on just prior to welding the soft tip. This template will ensure that the length tolerances are all within specification just prior to the welding proces and will assure proper location of the tubing joint within the weld coil. All operators were also retrained on the importance of the weld time and the length of time between the coil and the rollers. It is unk whether the weld on the complaint sample was below the post sterile specification of 3 lbs. This defect will be monitored for trends. No further corrective action at this time.